Manufacturer narrative:
(B)(4). Only event year known: 2020 batch # unknown the lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery? Cancer. Did the patient receive any preoperative chemotherapy or radiation? No. Does the surgeon believe that there was an alleged deficiency of the cdh25p device that cause or contributed to the events that were reported or were there other contributing factors?unknown (tbd). Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Pa with multiple years of firing an ils device, both manual and powered. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? High b - tighter staple. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Checkmark and sound. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 complete revolutions. Was there any difficulty removing the device? A slight tug. Was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. 2 complete donuts. Were there any issues noted with staple formation? If so, please describe the shape and location. No. Was a leak test performed? If so, what type and what was the result? Yes and no bubbles. Was the staple line visualized endoscopically during the initial surgical procedure? No. How many days postoperative did the leak occur? 5 days. How was the leak identified? CT scan. What was observed at the site of the leak upon reoperation? Staples seemed intact. How was the leak addressed? Diversion / drain. What is the status of the patient? Improving / discharged. ]if information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that that one-week post op to an unknown procedure there was an anastomotic leak. No other information is available.